Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that, "while placing the screw inside the plate hole, the screw went all the way through the plate. The surgeon used only minimal force but screw continued on through. The small lip at the head of the screw is mashed in."